Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that patient suffered serious bodily injuries, including, but not limited to, recurring urinary incontinence, vaginal discomfort, pelvic pain, bladder pain, infections, and other injuries. No additional information was provided.